Event description:
It was reported this was a triclip procedure to treat functional tricuspid regurgitation (tr) with a grade of 3+. During preparation, the clear flush window in the triclip delivery system (tcds) would develop an air bubble when putting on the red cap after being deaired. The tcds was being prepared and when flush was coming out of the top flush port on the clear flush window there was a significant air bubble that would appear. Physicians took the red cap off three times to remove the air bubble but it would return every time the red cap would be placed back on the top flush port. It was discontinued and removed off the prep table and replaced. This device did not contact the patient. The procedure was completed reducing tr to grade 1.

Manufacturer narrative:
All available information was investigated, and the reported difficult to flush was not confirmed via device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the available information and returned device analysis, the cause of the reported difficult to flush was unable to be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported this was a triclip procedure to treat functional tricuspid regurgitation (tr) with a grade of 3+. During preparation, the clear flush window in the triclip delivery system (tcds) would develop an air bubble when putting on the red cap after being deaired. The tcds was being prepared and when flush was coming out of the top flush port on the clear flush window there was a significant air bubble that would appear. Physicians took the red cap off three times to remove the air bubble but it would return every time the red cap would be placed back on the top flush port. It was discontinued and removed off the prep table and replaced. This device did not contact the patient. The procedure was completed reducing tr to grade 1.